Event description:
It was reported that the keypad button presses did not activate desired pump functions. The audio bolus button fell off and it was reported that boluses were being cancelled due to "button presses when the pt or pt's father was not touching the pump". The reporter claimed that the keypad buttons spring back up/down and click normally. The reporter also denied tears or peeling of the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the bolus button was completely detached, the up/down/ok/contrast keypad buttons intermittently responded to user input when pressed, and it was observed that the up/down/ok/contrast key contacts clicked and sprung back normally when pressed.